Manufacturer narrative:
Corrected data: d4 - UDI. No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was alarming "no disposable, clamp tubing". Instructed patient to stop and restart the pump. The pump continued to alarm. They had the patient clamp the tubing, unlock the cassette and check for air in the line. Air was present. Tubing was massaged and tapped on cassette. Instructed patient to reattach the cassette, unclamp the tubing and restart the pump. The pump continued to alarm. Patient was told to turn the pump off, clamp the tubing and call their doctor. Rate 5.2. Volume 14.9 ml. Given 235.5 ml. This event occurred at the patient's home and was operated by a health professional. There was patient involvement and no harm/adverse event reported.